Event description:
Customer reported the passport 2 monitor intermittently shuts down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's power supply. The unit was calibrated and safety tested to factory specifications.